Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the sample port for the detergent was open resulting in the reported leak. To resolve the issue, the technician closed the sample port. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that an employee slipped and fell on a leak from their reliance synergy washer/disinfector. No report of injury.